Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on (B)(4) 2011. (B)(6). Recall #: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed the display was lifted and the force sensor pins were dislodged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Evaluation revealed the display was lifted and the force sensor pins were dislodged. There was no adverse event associated with this issue.